Manufacturer narrative:
10-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer called stating the string was detaching from the tampons. The strings were coming off before the tampons were used. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the string was detaching from the tampons. The strings were coming off before the tampons were used. No injury was reported.